Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported unintended movement associated with clip opened while establishing final arm angle (efaa) and clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted that the steerable guide catheter (sgc) could not be inserted into the stabilizer without excessive force. One clip was then implanted. To further reduce mr, an additional clip was inserted and placed on the valve. However, while performing the first lock check, the clip opened to roughly 15-20 degrees. Troubleshooting was performed and the issue the clip continued to open. The physician then decided to deploy the clip. After deployment, the clip opened to roughly 15-20 degrees. Mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.